Manufacturer narrative:
Additional information received stated that the patient underwent a pocket revision. The physician flipped the ipg back to its correct position. Nothing was implanted or explanted and the patient is reportedly doing well. A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that a patient will undergo a pocket revision due to difficulties charging and pocket pain/soreness. An x-ray was taken and confirmed that the ipg had flipped upside down.

Event description:
A report was received that a patient will undergo a pocket revision due to difficulties charging and pocket pain/soreness. An x-ray was taken and confirmed that the ipg had flipped upside down.